Event description:
Information received regarding the explanted device notes that during implant, the patient was intrinsic at 75 bpm. While in the recovery room, attempts to interrogate the device were unsuccessful and the device was found to be in hardware back-up mode.